Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple occlusion alarms occurred during bolus deliveries. The customer's blood glucose (bg) level was between 290-291mg/dl. An infusion set change was performed and a correction bolus was delivered to address the bg level. During a system check, the contact observed an air bubble in the cartridge pigtail. An infusion set change was performed and the air bubble remained in place. Tandem technical support advised the contact to monitor the infusion set tubing. The contact reported the pump would continue to be used for insulin therapy and manual injections were available if needed.